Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, under anteroposterior position, the atrial lead was intuitively observed to be dislodged to the ventricular position via imaging. Because the location resulted in lead dislodgement and not the lead, the physician did not allege lead malfunction. The screw of the pacemaker 's atrial port was screwed out to reposition the lead but could not be screwed back. The device was removed and a new device was implanted. The lead was repositioned. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.